Manufacturer narrative:
The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The insulin pump was received with broken belt clip slot, scratches on the lcd window and cracks at the reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Nurse reported via phone call high blood glucose levels and prime anomaly on the insulin pump. Customer's blood glucose level was 400 mg/dl. Nurse advised the time on the insulin pump was incorrect. Customer's alarm history showed low reservoir and no power. Nurse wanted the insulin pump replaced and stated the device was not working properly resulting in high blood glucose levels. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.